Manufacturer narrative:
Report indicates one of the nurses put the chair in manual/freewheel mode and maneuvered the device out of the residence and made a 90-degree turn to manually push the 600-lb chair & end-user down a steep ramp. Report claims the nurse lost control of the wheelchair and inadvertently ran the end-user into an object, subsequently fracturing the right tibia. Permobil representative and dealer inspected the device finding it to be fully operational and no claims nor allegations were made of a failure having occurred with the device for which this event could be attributed. Permobil rep and dealer test drove the device, with end-user, utilizing the installed attendant controls. The device was reported to be tracking straight with no abnormalities being found. Further training was conducted with all caregivers on the proper use of the attendant controls and instruction provided that when placing the device into freewheel mode, it should only be performed on level ground as outlined in the owner's manual. The DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
Received report of a caregiver having placed the device in to freewheel and attempted to maneuver the device, with end-user, down a ramp manually. Reports indicate the caregiver lost control of the device causing the end-users right leg to impact an immovable object resulting in an injury requiring medical intervention.